Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms after the cartridge was changed. The customer's blood glucose levels were high (395 mg/dl). After an alarm, the customer would change pump supplies and deliver a bolus. As the supplies had been changed prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be performed.